Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the main body of the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that there was a separation of the main body of three (3) minicap transfer sets [previously submitted as one (1) minicap transfer set]. Additional information: h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.